Event description:
The customer reported being hospitalized for ketones and high blood glucose of over 400 mg/dl. Troubleshooting was performed. The programming, basal, bolus, alarm history, and daily histories were correct. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.